Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11882. It was reported the pt had discomfort at the ipg site; it was bothersome in the pocket. The pt also reported she felt stimulation but was not receiving effective pain relief. F/u identified surgical intervention was to be undertaken to remove the scs system at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.